Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a inguinal hernia repair, the obturator on the trocar broke. There was no patient harm.